Manufacturer narrative:
This complaint was received via the national breast implant registry. Follow up cannot be performed as no identifiable or contact information is provided in the registry the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, deflation.

Event description:
Healthcare professional reported via nbir left side capsular contracture, baker grade iii, suspected/actual rupture/deflation, wrinkling/rippling, correction of asymmetry, change shape/size/style. Device has been explanted.